Event description:
The hosp reported that during the saphenous vein procedure, the tunnel could not be maintained because air kept leaking out. The surgeon used a couple of stiches at the incision site to make it smaller. The procedure was completed without any further issues. No other complications were reported. This report is filed for the surgical intervention performed to make the incision site smaller and not for any device malfunction.